Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the leads might be switched in the device. The ventricular mode and rate were programmed to overdrive in an effort to more clearly see the complexes for evidence that the leads are switched. The device remains in use. No patient complications have been reported as a result of this event.